Event description:
The core micro drill was sent for evaluation because it continued to run without user activation. The event occurred during a routine inspection. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.